Event description:
The patient developed swelling in the lip allegedly two months after injection in the nasolabial areas and upper lip. The patient was treated where the physician drained an abscess and prescribed keflex and prednisone. The type of abscess was not provided to the manufacturer.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.